Manufacturer narrative:
Device received with no response at up arrow button due to flattened dome switch noted. Connector was inspected and locked on lcd board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump¿s up button was quit working and up arrow key did not functioning at all. Customer observed time clock for one minute and verify the time was advances. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.